Event description:
It was reported that during a lap gastric bypass the doctor performed the bypass procedure with our bariatric kit (B)(6), but the patient returned to the room with intense craving and vomiting, presenting bleeding. Patient had to go to the ICU (intensive care unit). Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient returned to the room with intense craving and vomiting, presenting bleeding. Patient had to go to the ICU.

Manufacturer narrative:
(B)(4). Date sent 12/18/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the product code of the cartridge used? How long after the initial procedure did the vomiting occur? What was done to control the bleeding? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Were there any issues with the device during the initial procedure? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.